Event description:
It was reported that an ilet user experienced persistent high blood glucose readings, including a fingerstick value of 464 mg/dl, despite multiple correction attempts and a supply change performed later in the day. The user had been using meal announcements to correct glucose, and a factory reset was arranged due to suspected meal maladaptation. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to using meal announcements as corrections, with the user interface implicated only as the device component context; the medical device problem aligned with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.